Manufacturer narrative:
The event date was reported as an unknown day in (B)(6) 2018. (B)(6). The device was manufactured between 15may2017 and 16may2017. The device was received for evaluation containing approximately 93 ml of fluid in the bladder. Visual inspection shows no evidence of fluid coming out at the luer when the luer cap was removed. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. The cause of the air bubbles was not determined; however, proper priming by the end user will prevent air bubbles from blocking the fluid path during patient use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported a small volume folfusor would not flow. After seven days, the device had not infused. There was no patient injury or medical intervention associated with this event. No additional information is available.